Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Slight trend up in shock impedance. Alert for shock impedance greater than the set value of 120 ohms. Value was still under 150 ohms. Recommend bringing patient in to evaluate lead. Lead remains implanted and no adverse patient events have been reported.